Event description:
A representative from the reseller reported on (B)(6) 2020 that a lab user reported that laboratory results went to the laboratory information system (lis) incorrectly, however the results were verified as correct on the instrument. Investigation determined this was due to a rule that was reversing positive and negative values specifically for drugs of abuse based on the values list on one line of the instrument. The investigation found 10 results were impacted, with only 1 having been reported incorrectly to the provider. It has not yet been determined if the reseller or the customer configured the rule. Investigation determined there was no malfunction of the device. There was no report of patient harm on first report, but data innovations did not receive a response from the reseller whether the further customer investigation identified any patient harm. The investigation is ongoing at the time of this report.